Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify motor error alarm due to buttons not responding. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's family friend reported via phone call that the they experienced hyperglycemia. The customer¿s blood glucose level was 229 mg/dl at time of incident. The customer's another blood glucose level was 400 mg/dl, 80 mg/dl, 431 mg/dl, 325 mg/dl. The customer experienced symptoms such as positive results in ketones test, abdominal pain, difficulty breathing, nausea and vomiting. The customer was treated with manual injection and insulin pump for the high blood glucose. The customer was assisted with troubleshooting. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. Customer assisted with performing the high pressure test. Insulin pump had motor error alarm. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. The device will be returned for analysis.